Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Dissected the catheter and found no abnormalities on the lumen and complete evaluation could not be performed as this sample was poor sample condition. A potential root cause of this failure mode was could be over aspirated, incorrect syringe/collapse lumen/sac close eye/thin rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purposed. "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured). 2. Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 8th day after use. A urologist cut the catheter to remove it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 8th day after use. A urologist cut the catheter to remove it.